Manufacturer narrative:
Approximate age of device 0 years 1 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired on (B)(6) 2019 after withdrawal of care. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the patient outcome could not be conclusively determined through this evaluation. Multiple attempts for additional information, including product return status, were requested from the customer; however, no further information was provided. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system.